Event description:
It was reported that during surgery the lead would not insert into the header block of the ins. A second ins was used to complete the case and the lead was damaged during the process. Part of it broke off in the header. The outcome is unknown. Further information is being requested from the hcp.